Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that multiple cubies failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the pharmacy technician, and no further investigation was required. The system functioned as intended after the pharmacy technician resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that multiple cubies failed. The customer reported that the issue occurred when dispensing medications to the patient and they had to access the medication from the pharmacy which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.